Manufacturer narrative:
The lot was manufactured from october 17, 2019 - october 21, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump on a small volume folfusor failed to infuse. The device was observed ¿to be full after designated infusion time¿. The device was filled with an unspecified chemotherapy solution infused via the patient¿s PICC (peripherally inserted central catheter) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.